Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed non-sustained oversensing due to right ventricular loss of capture. The patient complained of sluggishness and fatigue. The patient was seen in clinic on (B)(6) 2018. Programming changes were made. The patient was in a stable condition.